Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected. Device migration is known for implanted devices. Analysis of the returned product is not able to provide relevant information pertinent to these types of allegations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to twiddlers syndrome and impedance issues. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to twiddlers syndrome and impedance issues. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to twiddlers syndrome. No additional adverse patient effects were reported. It is expected to receive this product for analysis.